Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 9f sheath hole prior to an iliac aneurysm treated with endoprosthesis implantation procedure. Reportedly, the wires [sutures] did not meet, a cuff miss occurred with a proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath remained 9f and the procedure was completed. The knots of two pre-placed proglide sutures were successfully advanced; however, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.